Event description:
Boston scientific rec'd info that this right ventricular lead exhibited high thresholds with intermittent capture at maximum thresholds and a decrease in pacing impedances from 750 ohms to 450 ohms. The pt underwent a revision procedure for potential lead dislodgement. Upon pocket opening it was discovered that this lead had an insulation break therefore, the lead was explanted and replaced. The pt had an escape rhythm in the 30-50's therefore, during replacement a temporary wire had been placed. No adverse pt effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The visual inspection revealed cuttings in the insulation at approx 5 cm distal to the is-1 connector pin and cuttings in the silicone sealing at the is-1 connector. These damages confirmed the clinical observation as mentioned in the complaint description. It is reasonable to assume that these insulation damages occurred during the surgery. Further analysis showed punctures through the insulation at approx. 17,5 cm distal to the is-1 connector pin. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. This damage occurred most likely during the surgery. The deformation of the outer coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.